Event description:
The clamp scissored while on the pt's aorta. The physician placed another clamp on the aorta behind the broken one and then removed the broken clamp. No pt injury was reported as a result of this event.